Manufacturer narrative:
A thirteen-year warsaw and international complaint database search finds no other reported incidents against the known product and lot codes. Visual examination of the devices finds nothing outward to indicate product contribution to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
Pt was revised due to a pelvic discontinuity. Intraoperatively, found osteolysis with poly wear of the liner. The cup was also loose.

Manufacturer narrative:
A thirteen-year warsaw international complaint database search finds no other reported incidents against the known product and lot codes. Visual examination of the device finds nothing outward product contribution to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for correction is not indicated.